Event description:
It was reported that 3 bd insyte autoguard bc shielded IV catheters each from lots 1230859 and 1172888 kinked during use and saline could not be administered. The following information was provided by the initial reporter: "the catheter seems to get kinked when patient armed is raised. Unable to administer any contrast with saline".

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1230859; medical device expiration date: 2024-07-31; device manufacture date: 2021-08-18. Medical device lot #: 1172888; medical device expiration date: 2024-05-31; device manufacture date: 2021-06-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters each from lots 1230859 and 1172888 kinked during use and saline could not be administered. The following information was provided by the initial reporter: "the catheter seems to get kinked when patient armed is raised. Unable to administer any contrast with saline."